Manufacturer narrative:
The product was returned to mentor for evaluation. Mentor conducted visual inspection of the device. Visual analysis of the returned device revealed that the breast implant was found to be ruptured. Although no conclusion could be reached on the cause of the rupture found, the instructions for use contain the following caution: rupture can occur at any time after implantation but is more likely to occur the longer the implant is implanted. The following may cause implant to rupture: stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Since no lot number was provided, no manufacturing record evaluation review could be performed. D4: UDI: as all of the device characteristics are unknown at this time, the UDI is currently not available. Reason for device explant and/or reoperation: insufficient information. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
An unknown mentor gel breast implant prosthesis was received by the mentor analysis lab without a complaint in regard to the product quality or patient issues. The device could not be associated with any existing claims. As a result, the device was tested and determined to have a reportable failure mode.

Manufacturer narrative:
On october 29, 2025, mentor received the following additional information: date of birth: (B)(6) 1975. Event description: the suspect device was implanted during a breast augmentation surgery. Post-operatively, the patient was diagnosed with bilaterally ruptured breast implants by a medical professional. As a result, she underwent bilateral exchange with mentor gel implants on (B)(6) 2025. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).